Manufacturer narrative:
Investigation summary: based on the information available, boston scientific confirmed the reported pump malfunction, the pump failed the activation test. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp cylinders were visually inspected and leak tested; no leaks were found. The cylinders were pressure tested and performed within specification. The momentary squeeze (ms) pump was visually inspected and leak tested. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. Product analysis concluded these activation issues could affect the functionality of the pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation, as product investigation identified device malfunction with the returned pump.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. Tests showed that when the pump was pressed, it was dimpled. The physician and nurses performed troubleshooting techniques but the device did not work as expected; therefore, a surgical procedure was performed to removed and replace the cylinders and pump. The device was tested several times and the patient was retrained with the procedure to use the pump. A patient outcome of stable was reported.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. Tests showed that when the pump was pressed, it was dimpled. The physician and nurses performed troubleshooting techniques but the device did not work as expected; therefore, a surgical procedure was performed to removed and replace the cylinders and pump. The device was tested several times and the patient was retrained with the procedure to use the pump. A patient outcome of stable was reported.